Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# v576606, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: lead. (B)(4).

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Hcp reports the patient was flipping their battery within their pocket/twiddling with the implanted battery. As a result, the patient's symptoms returned. The ins and lead were exposed so both were removed and replaced. It was discovered that the wire was substantially twisted multiple times. The issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.